Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the membrane port. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11: the actual device and a video of the sample were provided for evaluation. Visual inspection of the video showed leakage of tpn solution visible on the product. The reported issue of leakage was not easily identified during the visual inspection of the actual sample. Functional leak testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.